Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bronchovideoscope displayed an e226 connection error during setup/inspection prior to clinical use. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Additional data: d8, h3. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Additionally, another reportable malfunction occurred: an e218 scope malfunction error occurred. Based on the results of the investigation, due to corrosion on endoscope connector, e226 (scope communication error) occurs. And due to shortcut of circuit board unit, e218 (scope mulfunction err) occurs. However, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional info.